Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD implanted: (B)(6) 2015, 7021 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached elective replacement indicator (eri) early due to high left ventricular (lv) lead threshold and output. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.